Manufacturer narrative:
Results: endoleak, cause of event is unknown. Conclusion: cause of event is unknown.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It is reported that this patient was initially scheduled for a total gastric resection for treatment of stomach cancer. Pre-operative CT showed aaa. An aneurysm was confirmed and measured 3.1 cm. Vessel morphology was reported as right femoral artery stenosis associated with calcification in the right iliac artery. It was noted that there was a type IV endoleak near the flow divider of the main device post index procedure. No clinical sequelae were reported, and the patient is fine.